Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The patient reported a loss of therapy. The patient reported that her ins quit working 3 days ago. The patient reported that she tried to recharge for the last two weeks and all of a sudden went dead and showed lightning bolt. The patient reported that the last successful recharge was one month ago. The patient reported the ins inside of her hurt and was very painful and this started a week ago. The patient reported that she had rsd and that¿s what the device was implanted for. The patient reported that pain got so bad felt like legs were on fire all the time. The patient reported that this had been going on for 7 years. The patient reported that in the last 3 days pain started. No troubleshooting could be done at the time of the report as the patient did not have her equipment to recharge or remote. No further complications were reported.